Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low glucose alerts followed by hyperglycemia while using the ilet bionic pancreas; the glucose rose to 401 mg/dl with upward trend after the user treated a reported low of 50 mg/dl with approximately half a can of root beer over 30 minutes, and the user declined troubleshooting steps such as data sync and infusion set change. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no backup therapy use, and no ketone testing, with glucose later decreasing to 165 mg/dl. Investigation included remote assessment, review of trend data available during the call, and user questioning regarding infusion set integrity and potential occlusion or kinking. Investigation of this case revealed user-related factors, namely probable overtreatment of hypoglycemia and refusal to troubleshoot potential insulin delivery issues, while no device malfunction or set issues were observed or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia leading to rebound hyperglycemia, with inability to confirm device contribution due to declined troubleshooting.